Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a trend of product breakage with the cadd administration set. Several sets were cracked above the clamp causing small leakage. Products were not saved for return. No harm to the patients however treatment was delayed due to the stopping of infusion to obtain new set and preparation of replacement medication dose. The event occurred during infusion.